Event description:
Product testing confirmed the reported foaming problem as plasma breakthrough. Unfortunately with the info at hand, the exact cause of the leak could not be determined. Upon analysis the returned device was sterilized, dried, and set-up in a simple bypass circuit. Bovine blood was circulated through the blood phase at 4 lpm with 12 psi back pressure. After a period of time, plasma breakthrough was observed in various locations within the gas phase. Unfortunately, the exact cause of the returned plasma leak could not be determined.